Event description:
It was reported that the customer ran into a wall with the pump while playing basketball and the touch screen became cracked and subsequently unresponsive. Customer¿s blood glucose was 142 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.